Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker displayed a fault code f1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and explained the patient can continue to be monitored until the device's wandless zip telemetry (zip) is disabled. Ts recommended device replacement. The device remains in service. No adverse patient effects were reported.